Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in an endloeak sac using a ruby coil detachment handle (handle) and ruby coils. During the procedure, the hospital technologist detached a ruby coil with the handle. However, the pusher assembly of the ruby coil remained in the handle, and the hospital technologist was unable to remove the pusher assembly from the handle. Therefore, the handle was not used for the remainder of the procedure. The procedure was completed using a new handle. There was no report of an adverse effect to the patient.